Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was loading a 12.6mm tmicl12.6 implantable collamer lens, -12.5/+1.0/092 (sphere/cylinder/axis) it tore. This occurred on (B)(6) 2019 and there was no patient contact with this lens. The cause of the event is reported as unknown and a back-up lens was successfully implanted.

Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a lens vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. Claim# (B)(4).